Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9676 was received for investigation. -visual evaluation noted that the device was chipped around the distal end of the shaft (square feature), and the fitting hybrid hudson edges. -functional testing was not performed with the mating part ar-9597-10, due to the ar-9676 and ar-9597-10 were received together and unable to be separated. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion. -refer to investigation photos. -complaint allegation is confirmed.

Event description:
On 09/08/2025, a sales representative reported via (B)(4) that an ar-9597-10 sleeve got stuck in the ar-9676 shaft. This occurred during a case involvement; the patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.